Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 15x3.0mm quantum maverick balloon was advanced and inflated without any difficulty. The balloon was inflated to 2atms, 12atms, and 14atms each for 30 seconds. On the third inflation, the balloon ruptured at 14 atms. The quantum maverick balloon was successful removed and the procedure was completed with a different device. No pt complications occurred and the pt's current condition is listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).